Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. It was also observed that the power supply clip was properly attached to the power cord and power supply. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. Diagnostic testing which includes usb ports test, vga display test, audio test, gsm/pots modem test, dsp load test, barometric pressure test, and accuracy test, distance test, and handheld display test were also performed, and no anomaly was observed (reference test results provided).